Event description:
The hcp reported the pt was experiencing inadequate analgesia. Repeated assessments of the residual volumes showed evidence of intermittent pump dysfunction. The hcp reports "pt planning pump replacement."